Manufacturer narrative:
Complaint sample was not returned for investigation. The manufacturing documentation was pulled and reviewed. Nothing was found to be out of the ordinary with this work order. Root cause is likely due to operator error, this however could not be determined. Per the requirements of the specification the operator is required to inspect the front and back of each strip and count the stack. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
As reported by the distributor, 11 surgical strips were found in a codman 2' x 6" 10-pack. No injuries reported; sample available.